Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking compression plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, popkov, d., journeau, p. And popkov, a. (2014). Comparative study on results of reconstructive surgery in 45 hip joints of 25 children with cerebral palsy. Eur orthop traumatol, 5, 57-63. The authors conducted a randomized, prospective study from january 2011 to december 2011 to compare results of application of two locking plates in hip reconstructive surgeries in 25 children with cerebral palsy from the point of view of efficiency and morbidity of the intervention. Twelve girls and 13 boys were divided into two groups according to the type of applied plate: synthes device, locking compression plate (lcp) pediatric hip plate (group 1) included 12 patients (22 hips) of an average age 6.2 years; and device of competitor (group 2) included 13 patients (23 hips) of an average age 6.1 years. Thirteen acetabuloplasties were performed in group 1 and 15 acetabuloplasties in group 2. The authors reported a female patient in group 1 developed aseptic necrosis of the femoral head. By the sixth postoperative month, favorable dynamics of reshaping and restructuring of the proximal femoral epiphysis was noted. This report is for an unknown locking compression plate. This is report 1 of 1 for complaint (B)(4).